Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
The customer reported that the thermogard console (sn (B)(4) displayed a mid:09 (air trap assembly) error. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The thermogard console (sn (B)(6) involved in the reported complaint will not be returned for evaluation because the hospital biomed engineering department cleaned the air trap and performed a functional test of the console. The thermogard console passed the functional test for 12 hours without any error and worked as intended. Therefore, service was not required to be performed by zoll. The thermogard console was determined to be functional and was placed back for clinical use.